Manufacturer narrative:
On 14-aug-2023, mentor received additional information about the event. It was reported that the patient developed left-side pain post implantation. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-apr-2023, mentor received additional information about the event. It was reported that following the surgical intervention on (B)(6) 2020, the patient was dissatisfied with the appearance of her breasts. As a result, the patient underwent fat grafting and scar revision procedures on (B)(6) 2021. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-may-2023, mentor received additional information about the event. The patient developed pain in her right breast post implantation. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling, asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast reconstruction procedure with mentor memoryshape breast implant 680cc gel breast prostheses developed wrinkling and asymmetry in both breasts post implantation. As a result, the patient underwent an unspecified surgical intervention on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.